Manufacturer narrative:
(B)(4). At this time, no conclusion can be drawn. The device evaluation has not been concluded.

Event description:
It was reported that an 840 ventilator when plugged to ac power and opened power the circuit breaker tripped and burnt smell came out from the circuit. The ventilator was not in use on a patient at the time the event occurred.

Manufacturer narrative:
(B)(4). The service engineer (se) verified the event and replaced the power supply. The unit passed all testing and operates within the manufacturing specifications. Initial use of device: event happened during installation of the device.